Event description:
It was reported that during a bunionectomy, the device leaked black specs of material into the surgical site. The site was irrigated and there have been no reported adverse consequences.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.